Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower doors 2 and 4 kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 2&4 kept failing. A field service engineer (fse) found that tower door three was double-clicking. The fse cleaned the micro switch connections, applied black grease, replaced the wiring harness, added a stabilizer to wiring harness, tightened the connections and resolved the issue. The customer logged in, inventoried the medications, and tested doors, which worked well. The system functioned as intended after the field service engineer repaired the device.